Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was attempted to be implanted but not used. The right atrial (ra) lead was inserted into the device header and removed for repositioning. After the ra lead was repositioned, it was attempted to be inserted back into the device header; however, there was an issue with the device grommet/setscrew that caused the lead to unable to be inserted back into the device header. The device was removed and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.